Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The facility states that the weld has broken under the bed.